Event description:
Information provided via abstract publication states that from m6 call with greg cunningham (case 5). M6 implanted at c5/6 in (B)(6) 2013 and patient deferred surgery with implant monitored annually. Revision due (B)(6) 2023

Manufacturer narrative:
The device was not received for evaluation. No device identifiers; serial number, lot number, were not provided therefore a review of the lot history records could not be performed. A review of the risk management file resulted in no new risk associated with the device. Rmf 0003 rev 36 line 12.50. - device does not last expected lifetime not leading to surgical/major intervention.